Event description:
The customer reported the system displayed an "ma on in error" and would not allow fluoroscopic x-ray to be produced. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.